Event description:
Account reported they obtained four low calcium results for pt samples they repeated higher at a reference lab. The account replaced their calcium reagent with another manufacture's product and the results were acceptable.